Event description:
Ous MDR - after an implantation time of (B)(6), multiple capacitor charges and two inappropriate shock deliveries were reported. A lead defect was suspected. No deterioration in the pt's state of health was reported. The lead and the ICD were replaced.

Manufacturer narrative:
Ous MDR.